Manufacturer narrative:
After further review of additional information received the following sections d1, d4, g4, g7, h2 and h4 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g4, 37, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of applying a bending moment to the device during surgical use, which resulted in ultimate fracture. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided regarding the incident. The most probable root cause associated with the reported event of "broken / non-functional" is associated with a partial or full-thickness crack in the device materials.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the surgeon broke a pin during tka surgery. He was able to get the pin out (less than 5 minutes delay) and continue the operation successfully.